Manufacturer narrative:
The vascade mvp was not returned for evaluation. Since the vascade mvp lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. As a result, the exact root cause of the reported event cannot be determined. The instruction manual for the vascade mvp also provides a statement that "the safety and effectiveness of vascade mvp have not been evaluated in the following patients who are/have extreme morbid obesity (bmi > 45 kg/m2) or underweight (bmi < 20 kg/m²)" this complaint was identified during haemonetics' ongoing complaint internal review efforts.

Event description:
A patient underwent an ablation procedure using vascade mvp for vascular closure through three right femoral vein sheaths. The first vascade was deployed successfully despite concerns about shaft length due to the patient's obesity, and hemostasis was achieved with light pressure. The second vascade appeared longer and was also deployed with successful hemostasis. During the use of the third sheath, angiography revealed femoral vein occlusion, likely due to collagen lodging in the vessel. Possible removal strategies were considered (e.g., gooseneck snare, forceps, ivc filter), but follow-up imaging after 10 minutes showed restored flow through a side branch, so no intervention was needed. The final vascade was deployed successfully. Due to the patient's anatomy, assessing shaft position during deployment was difficult, and a CT scan was considered but not performed due to a contrast allergy. The patient was monitored post-procedure per standard protocol and discharged as scheduled.